Manufacturer narrative:
The complaint cannot be confirmed due to no product was returned to bovie medical for a full evaluation / root cause analysis. Medwatch report failed to mention a sterile lot reference. Bovie medical reached out to the reporting customer, (B)(6) risk manager, via email in an attempt to obtain the sterile lot# for a device history record renew. (B)(6) responded that the specific lot could not be located after their investigation. The medwatch report states: "it is suspected that when the cautery was used the first time, some tissue may have remained on the tip. When the cautery was activated the second time, the tissue may have dislodged and landed on a 4"x8 ray-tech sponge that was about 5 from the surgical site. The tissue ignited the edge of the sponge." Per instructions for use, mc-23006 supplied with each shelf pack box, the section under warnings states: do not use in the presence of flammable gases/materials or in oxygen rich environments. Fire could result. Conclusion: suspect the most probable root cause is the fire may have been started as the customer reported. This is the first occurrence for this type of reported failure mode.

Event description:
Fire during a procedure using an aa03 high temp cautery.